Manufacturer narrative:
A preliminary device evaluation has been performed at an edwards technical service location and the results are documented. A supplemental report will communicate the completed evaluation results, device history record review and any additional findings.

Event description:
It was reported that before use of a vigilance ii monitor, cardiac output was unable to be measured. Troubleshooting was performed and the customer exchanged the 70cc2 cable; however, the issue remained. A second 70cc2 cable functioned as expected. There was no allegation of patient compromise. The vigilance ii monitor was returned and evaluated. The results of the evaluation for the monitor and optical module support that the error message "in vitro calibration error" was displayed. However, the 70cc cable (the subject of this report), produced an injectate temperature (it) out-of-range. Per the evaluation results, the it was more than one degree celsius greater than the blood temperature, which may produce an inaccurate cardiac output. Patient demographics requested but not obtained.

Manufacturer narrative:
Per the receiving work order, there was no related non-conformances found. There was no record of any previous related servicing. The evaluation results that were presented in the initial MDR remain the same. The cable has been destroyed, therefore no further product evaluation can be performed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Blood temperature is used to calculate cardiac output. If the injectate temperature is inaccurate in the system, this could cause inaccurate cardiac output readings. In this instance, cardiac output was unable to be measured. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.